Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2013 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was placed, and it was painful. The events started right after essure insertion (unspecified date) and included lower back pain, abscess in the groin, increase or heavy blood loss during menstruation, pain in head, tiredness, mood swings, memory loss , concentration problems , pressure in the abdomen when bending, low hb (hemoglobin) level and inflammation. Problems with movements and relation and/or family problems were mentioned. Consumer contacted a doctor. Tests performed did not reveal anything untoward medication included pill, iron tablets and extra magnesium. Removal of essure was mentioned. It was also reported that she had a gastric bypass last year and lost 60 kg (historical condition). Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and abscess in the groin. Essure removal was planned. Lower back pain is listed while abscess in groin is unlisted in the reference safety information for essure. Due to the its probable infectious etiology, abscess in the groin is regarded unrelated to essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention will be required to essure removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 21-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and abscess in the groin. Essure removal was planned. Lower back pain is listed while abscess in groin is unlisted in the reference safety information for essure. Due to the its probable infectious etiology, abscess in the groin is regarded unrelated to essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention will be required to essure removal, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.